Manufacturer narrative:
For the reported event, the devices were returned to bd and evaluated. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 8716000 implanted ports allegedly perforated through both the sterile packaging. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation and one photo was provided and reviewed. Therefore the investigation is inconclusive for the reported tear in package issue as there was no evidence on the photo provided however, the investigation is confirmed for needle tear through the sterile packaging issue based on sample evaluation, however, the definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 8716000 implanted ports allegedly perforated through the sterile packaging. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, sex and weight were unknown.